Event description:
It was further reported that the patient still had concerns but was working with his physician. The patient had seen his physician multiple times and it was stated that they did not know what to do about the pain. It was further reported that the patients physician did not feel the patient symptoms were related to the procedure. The patient had irritative voiding before the prostiva. The patient underwent turp, transurethral resection of the prostate, but continued to have irritative symptoms. The patient has tried multiple medications but continued to have complaints of dysuria.

Event description:
Additional information indicated this product was not distributed by medtronic. No further information will be reported on this event.

Event description:
It was reported the patient was having pain in their lower bladder ever since having the prostiva procedure. Every time the patient urinated, it would burn, like they were ¿peeing splinters.¿ the patient had a cystoscopy and it appeared that there was damage to the patient¿s trigone region of their bladder. It was indicated the patient was not having pain prior to the prostiva, but only frequent urination. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).